Manufacturer narrative:
Evaluation of the device received could not confirm that all of the segments were retrieved. Eighteen (18) segments were received and the device was manufactured with nineteen (19) segments. The protective/sterilizing sleeve was not returned with the device. The cable was broken on both sides at the same location and the ends of the broken cable were frayed. The failure of the cable occurred at the end of the rigid tube. The cable failure is attributed to mechanical overstress and work hardening over a period of time. The location of the failure suggests that the devices cable may have been subjected to repeat bending, such as bending to fitting into a tray. Other observations include, the shaft being deformed, the handle and the knob appeared to have changed color from black to a grayish brown color and the handle was beginning to crack around the collar, this may have been a result of repeated exposures to high temperatures or flashing. It was also observed that the nipples that hold the cable in place were extremely dark in color and is not consistent with the original manufacturer's application. The inconsistency of these components indicates that an unknown source has modified this device. A review of the device history record did not indicate any issues that would have contributed to the reported issue. Trending for the reported issue for the 3mm diamond-flex line had not been detected.

Event description:
This instrument broke during surgery. Additionally, account stated that after the procedure, the device was placed into the trash. Once the manager was notified of the device failure, he retrieved what he could from the trash but may have left pieces. What you have is all we got. X-ray confirmed all the metal components of the instrument were removed from the patient cavity.